Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): there was no infusion, the pump was blocked. The patient didn't get the oncology cycle.

Manufacturer narrative:
(B)(4). We received one used, quarter-filled easypump ii lt 100-50-s without packaging (contaminated with a cytostatic agent), connected with an injection cannula. The received sample was subjected to a visual examination. Damages were not detected. In as-received condition a part of the white clamp was broken off. The broken off part as well as the original wing cap was not assigned by the customer the patient connector was connected with an injection cannula. We detected solution (liquid) and crystalized drug residues at the complete outside of the sample. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystalized drug residues at the filling port (lli-cone). We detected no air inside the triangle tube but we detected an air bubble inside the flow restrictor. Moreover we detected residues of fluid respectively crystalized drug residues at the lla-cone of the patient connector. Additionally, the pump was filled up to its nominal volume with nacl 0.9 %. After filling the pump and waiting for a while (3 hrs) the pump did not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). After a testing period of 3 hours leakages were not detected at the sample but the pump did not work (solution was not running). We have informed our production site accordingly. A follow-up report will be provided after the statement is available.